Event description:
It was reported, during an implant procedure, the physician was unable to connect the rv coil df-1 pin to the ICD. The setscrew and gromment wsa reportedly damage. Consequently, this device was implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. However, visual analysis indicated grommet and setscrew damage. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the united states. This event is being reported due to an alleged or confirmed malfunction.